Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The hcg stat reagent lot number was 768078 with an expiration date of 31-may-2025. The field service engineer (fse) replaced pinch tubes and seals, adjusted the photomultiplier tube signal and the sample/reagent probe voltage, and performed blankcell calibration and instrument performance testing. Since various service actions were performed, the specific root cause could not be determined. The customer has had no further issues. The service actions resolved the issue.

Manufacturer narrative:
The e411 analyzer serial number was (B)(6)

Event description:
We received an allegation of discrepant results for 2 patient samples tested for elecsys hcg stat (hcg stat) on a cobas e 411 analyzer (disk system). Patient 1 was tested "last week" (approximate date (B)(6)2024) and the initial result was "negative." The specific result was not provided. The doctor questioned this result. The repeat result was "positive." The specific result was not provided. On (B)(6)2024 patient 2 initial result was <1.00 miu/ml with a data flag. This result was questioned by the patient and the doctor as the result from a testing kit used at home was positive. The repeat result was >10,000 miu/ml with a data flag. The repeat result with a 1:100 dilution was 76, 437 miu/ml with a data flag.